Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
The patient's diabetes nurse reported the patient was taken to the hospital by her father on (B) (6) 2010. Her blood glucose measured "hi" on her blood glucose monitor. She bolused through the infusion device to lower her blood glucose with no success. She was admitted to the hospital for 3 days. No further information is available. The infusion device was replaced and requested to be returned for evaluation.